Manufacturer narrative:
Evaluation description: final analysis found the reason setscrews could not be untightened is unknown. The setscrew and septums were not returned with the device for analysis. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out, the physician had difficulty removing the leads from the pulse generator connector.